Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up arrow buttons were not as sensitive. Customer reported that the insulin pump had random no delivery alarms, insulin pump was taking longer to rewind and reservoir wiggle, backlight was not bright, battery life was down to a couple of days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.